Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant that the patient experienced a pocket infection at the incision. Antibiotic treatment was administered. The implantable pulse generator (ipg) system was removed and replaced. No further patient complications have been reported as a result of this event.